Event description:
Based on additional information received on (B)(6) 2016, the case initially considered as non-serious was upgraded to serious (serious event of knee pain was added). Also, the case became medically confirmed. This unsolicited case from (B)(6) was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after few days experienced stiffness and swelling of hands; after unknown latency patient had pain. No relevant medical history and past drug was reported. Concomitant medication included unspecified medication for high blood pressure. On an unknown date in (B)(6) 2016, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right knee for arthritis right knee. On unknown dates in (B)(6) 2016 (in the beginning), few days after receiving synvisc one injection, patient experienced moderate stiffness and swelling of the hands. The patient had increasing stiffness and swelling in the hands since (B)(6) 2016. It was reported that initially the stiffness and swelling would go away through the day but now it lasted all day except was a little less at night. It was also reported that the stiffness and swelling had become worse every day. The patient had x-rays on (B)(6) 2016 which was normal (did not indicate anything). The patient took paracetamol (tylenol) for the treatment of the events since he could not take anti-inflammatory medication due to his high blood pressure medication. On an unknown date in 2016, after unknown latency the patient experienced pain and received treatment with prednisone. Corrective treatment: prednisone for pain; paracetamol for stiffness and swelling of hands. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: synvisc one maybe contributed to the adverse events and may be the adverse events were related to patient's pre-existing condition. Seriousness criterion: required (medical/surgical) intervention for knee pain additional information was received on (B)(6) 2016. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2016 from the physician. An additional serious event of pain was added along with details. The intensity for the events of stiffness and swelling of hands was added. Reporter causality was added. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2016. Updated ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on 17-nov- 2016, the case initially considered as non-serious was upgraded to serious (serious event of knee pain was added). Also, the case became medically confirmed. This unsolicited case from (B)(6) was received on 24- oct-2016 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after few days experienced stiffness and swelling of hands; after unknown latency, patient had pain. No relevant medical history and past drug was reported. Concomitant medication included unspecified medication for high blood pressure. On an unknown date in (B)(6) 2016, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in right knee for arthritis right knee. On unknown dates in (B)(6) 2016 (in the beginning), few days after receiving synvisc one injection, patient experienced moderate stiffness and swelling of the hands. The patient had increasing stiffness and swelling in the hands since (B)(6) 2016. It was reported that initially the stiffness and swelling would go away through the day but now it lasted all day except was a little less at night. It was also reported that the stiffness and swelling had become worse every day. The patient had x-rays on (B)(6) 2016 which was normal (did not indicate anything). The patient took paracetamol (tylenol) for the treatment of the events since he could not take anti-inflammatory medication due to his high blood pressure medication. On an unknown date in 2016, after unknown latency, the patient experienced pain and received treatment with prednisone. Corrective treatment: prednisone for pain; paracetamol for stiffness and swelling of hands. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: synvisc one maybe contributed to the adverse events and may be the adverse events were related to patient's pre-existing condition. Seriousness criterion: required (medical/surgical) intervention for knee pain. Additional information was received on 03-nov-2016. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 17-nov-2016 from the physician. An additional serious event of pain was added along with details. The intensity for the events of stiffness and swelling of hands was added. Reporter causality was added. Clinical course was updated. Text was amended accordingly.